Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging blood reading as control. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow up #1 (01/24/2014)-device evaluation: the meter involved with this complaint has been returned to lfs and evaluated by product analysis (pa) on 01/14/2014 with the following findings: the meter passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, another follow up report will be submitted. At this time, lifescan considers this matter closed.